Event description:
It was reported that the atrial lead dislodgement was confirmed on chest x-ray. The lead was repositioned and remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6935m62 lead (B)(6) 2014. (B)(4).